Manufacturer narrative:
One opened and used reservoir was evaluated and the reservoir, snap cap and septum inspected for anomalies. None were found. An occlusion test was runand the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call having two occluded reservoirs and noticed a while filling in the tubing. Customer stated that blood glucose level was high at 17.9 mg/dl and had to treat with manual injection due to the set occlusion. Blood glucose dropped to 2.3 mmol/l. Customer declined troubleshooting. The reservoir would be replaced and returned for analysis.